Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Concomitant medical devices: (B)(4), pain stim ipg, implanted: (B)(6) 2006, (B)(4), pain stim ipg, implanted:(B)(6) 2006, 5076-45 lead, implanted: (B)(6) 2008, 5092-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the implantable pulse generator (ipg) battery impedance had doubled. The ipg had reached normal elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.